Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses; however, the allegation could not be confirmed. There was no adverse impact to the customer¿s blood glucose level.